Event description:
It was reported, the catheter was tested prior to use. During testing, the balloon would not inflate. There were no reported delays in treatment, no reported injuries or complications. The product was not used on a pt. A new kit was opened and used successfully.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.